Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that patient went to get an MRI last week and got tugging, burning, and zapping down their leg; unknown which leg. Caller indicated it was the same side as their ins implant. Caller stated they had to stop the MRI. Caller did not know which body part was being scanned or the telsa. Caller reported patient indicated they did programmed into MRI mode; patient saw deactivate on their handset. Caller was not with the patient at the time of the call. Caller reported they were scheduled to see patient on (B)(6). The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.